Event description:
The manufacturer received information that a user stated a ds2adv auto CPAP device was making a weird noise with the mask stuck to the user's face. The user also noted a chemical smell, a burning or musty odor, and a sensation of inhaling particles. The user felt irritated but not harmed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.